Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hyperglycemia after a routine cartridge and infusion set change, with blood glucose rising to 388 mg/dl and then declining to 246 mg/dl within a few hours; caregivers inspected the infusion set and reported no bends, kinks, or leaks, noted recurrent occlusion concerns with the current infusion set, and planned transition to a different infusion set per prior clinical guidance. Symptoms included no acute clinical effects. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Investigation included complaint intake, user and caregiver interviews, and troubleshooting education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with user-reported negative ketone testing and ongoing infusion set performance concerns. It was concluded that the event involved hyperglycemia of unclear cause with no adverse health consequences and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.